Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously removed. A reimplant surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted aus was not working leading to the procedure. There were no complications. No more information was available through physician. No more information available at the moment. Should additional information become available, it will be provided.